Event description:
A report was received that the patient is experiencing difficulty charging her implant. The physician believes it's due to scar tissue built up from a non device related medical condition. The patient underwent a pocket revision and is reportedly doing well following the procedure.